Manufacturer narrative:
Eua # (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while testing for sars-cov-2 the accuracy of test was questioned. Multiple attempts have been made to obtain additional information, the customer has not responded. Eua # (B)(4).

Event description:
It was reported while testing for sars-cov-2 the accuracy of test was questioned. Multiple attempts have been made to obtain additional information, the customer has not responded. Eua # (B)(4).

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges low accuracy results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number unknown. Bd quality performs a systematic approach to investigate low accuracy result complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed as a batch number was not provided. The complaint was unable to be confirmed. No trend against low accuracy results was identified. The root cause could not be identified. Bd quality will continue to closely monitor for trends. H3 other text : see h.10.